Event description:
It was reported that the customer had a blood glucose level of 457 mg/dl. The customer stated she had sensor calibration issues and had developed a rash from the adhesive. Standard troubleshooting was performed. It was discovered that the customer uses the sensor in her leg, which is not recommended. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specifications due to low readings.